Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal. This is a final report.

Event description:
The electrode lead extruded into the auditory canal. The user has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode lead extruded into the auditory canal. Reportedly, the user had normal hearing and performance. The user has been explanted.